Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination revealed of the outer shaft and there were no surface defects, kinks or other anomalies were noticed. The guide catheter outer diameter was measured and was within manufactured specifications. The guide catheter tip was examined and was also found to be within manufactured specifications. A review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed. The device was manufactured within specifications.

Event description:
A perforation of the radial artery was noticed during the procedure. The physician was using the guide catheter during a radial approach. The physician inserted the guide catheter over the guide wire and while advancing the guide catheter foward the physician felt resistance. The physician removed the guide catheter and performed a contrast injection and noticed a perforation of the radial artery. The physician treated the perforation of the artery. The pt is reported to be fine.